Event description:
It was reported that no sensing, no capture was observed on the right atrial (ra) lead and the presenting electrocardiogram showed atrial signals on top of ventricular signals. The ra lead was confirmed to have dislodged. The ra lead was explanted and replaced. The patient was stable before, during and after the procedure.